Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00663. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. Product was not returned. Evidence that product in specification when used.

Event description:
Allegedly, as reported in (B)(4) registry, revised due to unknown reasons.